Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va0td12, implanted:(B)(6) 2015, product type: lead. (B)(4).

Event description:
It was reported that the patient had pain and swelling. Patient increased stimulation to 6. Patient reports that it just happened this morning for the first time. There were no trauma/falls that could be related to this issue. Patient will be having stomach surgery on (B)(6) 2015 and said it was unrelated to device/therapy. Patient said in preparation, she had an x-ray, however when this occurred was unknown. Patient was directed to reports the pain and swelling to managing hcp. Location of symptoms reported were at right kidney, leg, and foot. This was consider a sudden change in therapy/symptoms. Patient reports that she got up this morning and all of a sudden she couldn't stand anymore due to the pain. Patient also reports swelling right over right kidney. Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the patient reported that she notified her healthcare provider (hcp) right after discussing the event with the manufacturer. She had urinary retention and was tested for "urodynamics" for the pain within her kidneys. A CT scan was also performed. She was put on "enblex" first and was very sensitive to it. She started falling, so the hcp put her on "mybetrig" and it relieved the pain for a little while. Her kidney pain began in 2013, prior to system implant. The patient also mentioned having colorectal cancer surgery previously, so the cancer surgeon was contacted. Her colon was removed in 2012 because of the cancer. Her symptoms were getting worse and her cancer doctors disapproved of any additional surgery for the system. Also, the previously reported stomach surgery was now being mentioned as a gall bladder surgery; it was not clear which it was. However, her therapy then began to work much better after increasing to 6 and confirming it. Follow-up with her healthcare provider (hcp) was scheduled for (B)(6) 2015. Everything was fine and pain and swelling resolved. There was nothing wrong with the implantable neurostimulator (ins). Since implant it was working fine and she could rest better.